Event description:
It was reported that the charger may have overheated during the charging cycle. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The charger was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with modules, which were each replaced.